Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that when the blood was hung and running on patient the end user realized midway through the infusion blood was leaking out of the bottom of the blood chamber. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging identifying the reported lot number was returned for evaluation. Visual examination of the sample was unable to note any defects. The sample was leak tested per specifications and failed. During testing bubbles were observed forming at the bottom of the drip chamber. The reported defect was confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.